Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent dislodgment and stent damage occurred. The target lesion was located in a coronary artery. A 3.50x16 synergy drug-eluting stent was used to treat the lesion. However, when the physician reviewed the images with the stent boost, it was noted that the stent was not on the balloon. Upon checking the stylet, it was noted that the stent did not come off the stylet and appears to be damaged. A 3.5x8 stent was advanced to treat the lesion and post dilated with a 3.5x16 balloon catheter. Additional dilation was made using a 4.0x15 nc balloon catheter and the procedure was completed. No patient complications were reported and the patient was not compromised.

Manufacturer narrative:
Method codes, result codes, conclusion codes updated. Device evaluated by MFR: the stent delivery system (sds) was not returned for examination and thus a review of the batch crimping was carried out as the unique manifold number was not returned or available. The stent detached and separated from the sds. The stent was damaged almost across its entire length with struts distorted and stretched. The stent delivery catheter was not returned for analysis. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent dislodgment and stent damage occurred. The target lesion was located in a coronary artery. A 3.50x16 synergy drug-eluting stent was used to treat the lesion. However, when the physician reviewed the images with the stent boost, it was noted that the stent was not on the balloon. Upon checking the stylet, it was noted that the stent did not come off the stylet and appears to be damaged. A 3.5x8 stent was advanced to treat the lesion and post dilated with a 3.5x16 balloon catheter. Additional dilation was made using a 4.0x15 nc balloon catheter and the procedure was completed. No patient complications were reported and the patient was not compromised.